Manufacturer narrative:
Service is in progress. Investigation is on-going at this time. Root cause is unknown at this time because no new information has been received.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the au5421 automated chemistry analyzer is potentially generating erroneous results on the c-reactive protein (crp) by remisol based on set-up rules. The customer indicated that when a clotted sample is detected on the instrument the results generated in their reports are all "< values". For most tests this does not cause an issue or is caught by the host system however for crp a result of <5.0 is a reportable result. The customer stated that corrected results have been released in the past as <5.0 for crp on clotted samples which were later then repeated with values >5.0. Patient treatment was not affected in this event.